Event description:
It was reported that the customer received an altitude alarm after being in the swimming pool for a few minutes. The customer let the pump dry out. There was a temporary delay in clearing the alarm. Insulin delivery was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.